Event description:
Please note: this is the second report pertaining to backflow issues with this device. Incidents occurred 12 hours apart. Rn reported that 20meq potassium was hung piggyback and connected tubing to the first y-port (to left of pump). Set rate for 50ml/hr and total volume to be infused at 101ml. Rn returned to check patient approximately 20-25 minutes later and noticed potassium bag was completely empty. Obtained set of vitals, listened to hr apically, double checked pump, and pulled a second rn to double check all settings. Everything was appropriate. Patient had no adverse reaction. Rn felt the volume in the primary bag would have indicated the secondary backed up into the primary. The tubing and pump was sent to clinical engineering for evaluation. Clinical engineering dyed the secondary fluid blue and it did indeed start seeping through the backflow prevention feature of the "y-site" and up into the primary side on the upstream side of the pump. Technician also noticed that whichever bag is higher it will continue to infuse even after the secondary volume to be delivered has completed. It is believed the secondary fluid all flowed up into the primary bag. Pump and tubing will be returned to b. Braun.

Event description:
Please note: this is the second report pertaining to backflow issues with this device. Incidents occurred 12 hours apart. Rn reported that 20meq potassium was hung piggyback and connected tubing to the first y-port (to left of pump). Set rate for 50ml/hr and total volume to be infused at 101ml. Rn returned to check patient approximately 20-25 minutes later and noticed potassium bag was completely empty. Obtained set of vitals, listened to hr apically, double checked pump, and pulled a second rn to double check all settings. Everything was appropriate. Patient had no adverse reaction. Rn felt the volume in the primary bag would have indicated the secondary backed up into the primary. The tubing and pump was sent to clinical engineering for evaluation. Clinical engineering dyed the secondary fluid blue and it did indeed start seeping through the backflow prevention feature of the "y-site" and up into the primary side on the upstream side of the pump. Technician also noticed that whichever bag is higher it will continue to infuse even after the secondary volume to be delivered has completed. It is believed the secondary fluid all flowed up into the primary bag. Pump and tubing will be returned to b. Braun.